Event description:
A hospital in the (B)(6) reported that a pt101 airvo humidifier did not create acoustic alarms. This was reported by a hospital engineer and not during patient use.

Manufacturer narrative:
The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: the complaint device was tested by causing an alarm to occur. A warning message was displayed but there was no audible alarm. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker was open circuit. A lot check revealed no other similar complaints for lot number 120707. Conclusion: we were unable to determine what caused the the speaker resistance to become open circuit. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."